Event description:
Medics analyzed a pt and the device advised shock for a non-shockable pulse-less electrical activity (pea) heart-rhythm. The medics responded to a call at a medical facility where the staff had found the pt unconscious and vital signs absent. The pt had been seen approx 45 to 60 minutes prior to being found. Upon arrival, the medics found the facility staff performing CPR and ventilations. The medics attached the device to the pt via multi-function electrodes, initiated an analysis of the pt, and received a "shock advised" determination. The medics did not administer the charge energy to the pt due to contact with the pt by a member of the facility staff. The pt was then analyzed several moments later and the device correctly returned a "no shock advised" determination. The medics then initiated CPR to the pt. A paramedic crew responding to the call arrived on scene and assumed care of the pt. The pt was then transported to a nearby medical center. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.